Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported a low placement signal.